Manufacturer narrative:
No malfunction was alleged to contribute to this event. Sensory, cognitive, and motor deficits are known & inherent risks in brain surgery and are covered in the IFU.

Event description:
It was reported that a patient experienced word finding difficulty, slurred speech, and right-sided facial droop. The patient had a (B)(6) 2021 litt procedure on a residual left insular brain metastases which had prior treatment of subtotal resection. The patient was discharged on (B)(6) 2021 with no reported neurological symptoms and on a steroid taper. Right sided facial droop and aphasia onset was reported as (B)(6) 2021 with hospitalization from (B)(6) 2021. The patient received steroids. The event was indicated as resolved as of (B)(6) 2021.